Manufacturer narrative:
The dispatched service technician on site determined that the ps500 battery set was installed over a year ago and was not replaced according to the timeframe stated in the voluntary recall published by draeger. It can be derived that the battery could not hold the required charge and consequently led to the reported shutdown. A voluntary recall has been initiated regarding this topic and has been already reported to FDA. Although the customer was aware of this safety notice, he decided to make the device not available for a battery replacement. A further investigation of the total battery operating time and posted alarms was not possible since the log file was not provided for evaluation. If the battery is discharged and the mains supply is missing, the device posts an independently energized acoustical power loss alarm which lasts at minimum for 2 minutes. The device will stop ventilating and the airway system is opened to allow spontaneous breathing.

Event description:
Please refer to the initial-report.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in the follow up report.

Event description:
The customer reported that while transporting a patient, the ventilator shutdown without warning. No patient injury was reported.